Event description:
Additional information received on (B)(4) 2013 stated that the patient experienced pelvic, vaginal pain, recurrence, urinary problems, dyspareunia; extrusion, erosion, numerous explant surgeries, bleeding, and disfigurement.

Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.